Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000175, lot/serial #: unknown ; product ID: bi71000163, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. There was a battery failure. The changer enclosure and battery tray 3 were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system could not complete 2d image acquisitions. It was reported that the 2d button was pressed, audio and visual prompts indicating an image acquisition was being performed appeared but no image appeared on the viewing station of the imaging system. There was no patient present when this issue was identified.